Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and self test. Pump received error 25 due to j6 connector resistance issue. Pump received pump error alarm during rewind due to motor flex not plugged in properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was advised the internal power source in the insulin pump was unable to charge. Customer advised the alarm recurred and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.